Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm by gentinge fse cardiosave intra aortic balloon pump (iabp) had occurred error code 139. There was no patient involvement.

Manufacturer narrative:
Return to mg. Date missing. Updated fields: b4, d8, d9(device available for eval, return to manufacture date), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields: e1(event site telephone, event site email) a getinge field service engineer (fse) investigated and identified a faulty pim causing a short. The pim (0997-00-1178) was replaced, restoring normal function. No patient was involve the device was tested and left safe for use. The failure analysis and testing dept. Received part pneumatic module assembly with a reported unit failure of error code 139. The failure analysis and testing dept. Performed a visual inspection and observed that the tidal volume disk was missing from the pim (removed). Due to the removal of the tidal volume disk, the fat dept. Cannot investigate this complaint any further. Please note: error code 139 reported by the customer is a communication error between the power management board and the exec processor board. Not caused by the pneumatic module. Please see attachment. Retaining the pneumatic module in the fat per procedure.

Event description:
N/a